Manufacturer narrative:
On 01/24/2015 followup: the customer indicated that blood glucose level was stabilizing and everything was under control. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to program a 2.5 unit insulin bolus; however, the customer was not wearing glasses and programmed/delivered a 9.0 unit bolus. The customer's blood glucose level was impacted.